Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
: Investigation results indicate that the rounding of the teeth along with damage to the edge of the blade suggest that the blade came into contact with a metal fin during use. This sudden contact could potentially cause the blade to fracture in the way shown. Product IFU #7202-001-700 rev. C, ezout acetabular cup removal system lists the following warning; "do not apply excessive pressure, such as bending, prying, or excessive twisting, with the device. Excessive pressure or twisting may bend or fracture the blade or attachment and result in tissue damage, loss of tactile control, and/or the ejection of metal fragments at a high velocity." The IFU also contains a warning to always keep the device in line with the implanted cup axis and engaged with the plug while cutting. Indications for use within the IFU also state; "the ezout acetabular cup removal system is intended to cut bone and hard tissue around the bone-to-cup interface."

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.